Event description:
It was reported that during a laparoscopic colon procedure, it was difficult to put the green cartridge in the stapler. During firing, the cartridge came loose and the colon slipped out of the jaws. Tissue was transected half and there was no leakage. A different device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: cartridge. The analysis showed that the ats45 device was received in good visual condition and with a tr45g cartridge loaded on the device. The returned reload was unfired and in good visual conditions. Cartridge (b) tr45g, j5jx8g, was received partially fired 1/2 and with the cartridge lock out tab normal. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with the returned reload (a) and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The cartridge was loaded and removed without any difficulties during testing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the cartridge fall into the patient? No. If yes, was the cartridge retrieved? How was the cartridge retrieved? Cartridge was loose but still in the stapler. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes, but only half through the tissue. If yes, was the staple line complete? No. What color cartridge was being used? Green. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st.